Manufacturer narrative:
Analysis and conclusion: an analysis of the lot history records was not possible as no batch number was provided. Guidewires are delicate devices and can fracture if their tensile limits are exceeded during a procedure (e.g. When a wire becomes snagged/trapped). The images of the device suggest that the device was manipulated quite severely around the fracture area as there is clear evidence of kinking of the device close to the fracture location and along the length of the core wire. It is difficult if not impossible to ascertain the clinical conditions at the time of fracture as there is very limited info available from the user. However, based on our analysis, it appears that the device was manipulated in a manner that is beyond the design capabilities of the device and that this led to the fracture.

Event description:
"Guidewire broke off and remained in the coronary sinus when being pulled back from the lead."